Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no allegations against the device as the device showed normal battery depletion related to high output. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this pacemaker was implanted for a year and was surgically explanted. Additional information received indicated that there were no allegations against the device as the device showed normal battery depletion related to high output. This pacemaker was replaced with the same model. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was implanted for a year and was surgically explanted. This pacemaker was replaced with the same model. No additional adverse patient effects were reported.